Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the report in the remote monitoring network was showing an inaccurately high impedance measurement on a patient's lead. The caller was informed that this was a known issue with the network related to timestamp flags that is being tracked. The network remains in use. No patient complications have been reported as a result of this event.